Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. It was reported that the instrument would not cut. The case was completed with another device. There was no pt consequence.